Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limits the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 30396 joules of use, the fiber exhibited the aiming beam and vaporization straight out of the fiber. The second fiber, @ 33582 joules of use, exhibited significantly diminished vaporization. The third fiber, @ 102375 joules of use, exhibited the aiming beam fires straight out of the fiber. The fourth fiber, @ 34168 joules of use, exhibited significantly diminished vaporization efficiency. The procedure was completed with the use of a fifth fiber @ 8893 joules of use. ¿no patient injury¿ reported. This report is for the first fiber.

Manufacturer narrative:
(B)(4)..